Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate anti-tachycardia pacing and high voltage therapy for atrial fibrillation with rapid ventricular response. The device was reprogrammed. The patient was asymptomatic and was discharged.